Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with intermittent button response due to moisture damage on the keypad trace. Unit had missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor error during normal used. Nothing further was reported.